Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, after sensor deployment, the applicator was removed and the sensor wire was sticking out of the sensor pod. The sensor was inserted at the arm on (B)(6) 2015. No additional event or patient information is available.